Event description:
Davinci prograsp wire at tip of instrument broke open while using instrument inside patient. No pieces fell off instrument and instrument removed immediately. No harm to patient. FDA safety report ID # (B)(4).